Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, perineal pain, essential hypertension, amenorrhea and uterine scar. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight increased ("weight gain") and dysmenorrhoea ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, alopecia, depression, anxiety, cystitis, migraine, headache, dyspareunia and weight increased outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2017: benign fallopian tubes without pathologic changes . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, perineal pain, essential hypertension, amenorrhea and uterine scar. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight increased ("weight gain") and dysmenorrhoea ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, alopecia, depression, anxiety, cystitis, migraine, headache, dyspareunia and weight increased outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion pathology test - on (B)(6) 2017: benign fallopian tubes without pathologic changes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information and lab data was added. Events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder), migraines/ headaches, dyspareunia (painful sexual intercourse), weight gain, cramping. Outcome of following events was updated from unknown to recovered/resolved: pain, cramping, bleeding. Concomitant diseases and lab data was added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, perineal pain, essential hypertension, amenorrhea and uterine scar. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety"), cystitis ("infection (bladder)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)"), weight increased ("weight gain"), dysmenorrhoea ("cramping"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the genital haemorrhage, alopecia, depression, anxiety, cystitis, migraine, headache, dyspareunia, weight increased, urinary tract infection and vaginal infection outcome was unknown. The reporter considered alopecia, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. Pathology test - on (B)(6)2017: benign fallopian tubes without pathologic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received. Following event: urinary tract infection, vaginal infection were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.